Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.

Event description:
It was noted during an af procedure that the agilis 13 fr sheath was leaking blood. The blood leak only occurred near the end of the case. After the agilis 13fr sheath was advanced, an advisor hd grid x was passed through the sheath, followed by a farapulse pfa catheter (boston scientific). Lastly, the advisor hd grid x was reinserted into the agilis 13fr sheath when the blood leak was noted. It was confirmed that all steps were properly followed. The product was removed at the end of the procedure and not replaced. There were no adverse patient consequences.

Manufacturer narrative:
Correction for g3, additional information h2.